Event description:
It was reported that when stimulation was turned on, the patient felt it was working intermittently starting about 2-3 weeks ago. The patient was concerned about the battery in the device possibly being low, but was not seeing that on the patient programmer. The patient reported another incident of intermittent shooting pains/sharp pains that started at the device site. This had begun within the last year. The patient's device was on 24/7 within the last month and he turned it down at night. The patient had not been seen in 3 years by his physician but was trying to get in to see the physician. The patient did fall on his buttocks over the winter some time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 7439, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3587a, lot# l71873, implanted: (B)(6) 1999. Product type: lead: product ID 3550-09, lot# n0039168, implanted: (B)(6) 2006. Product type: accessory. (B)(4).